Event description:
Arrive 1 clinical study 427 days following a coronary artery drug eluting stenting treatment procedure, a target vessel re-intervention (tvr) event occurred. The initial index procedure treated 1 lesion located in the mid lad using a 3.0 x 24mm taxus express2 stent. Lesion was denovo, 90% stenosis, mild calcification, no tortuosity. Pre-dilation was performed. Pt was discharged 1 day following index procedure. Asa and plavix were prescribed. Tvr CABG occurred 427 days following index procedure. Relationship to study stent is unk. Procedure location and hosp info is unk at this time.